Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a discrepant result was obtained from a veritor analyzer for one (1) patient. The user stated that no confirmatory testing was performed and no additional information can be provided, including the analyte in question or the assay medical device lot number. There were no health impact or consequences reported. (B)(4).

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.